Manufacturer narrative:
(B)(4) it was reported that a patient, female, underwent an afib - atrial fibrillation procedure with a smart touch bidirectional catheter, suffered cardiac tamponade which required a pericardiocentesis and 900 cc of fluid was removed. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The concomitant products: carto 3 system: serial# (B)(4). Stockert generator: serial# (B)(4). Cool flow pump: serial# (B)(4). Pentaray catheter: catalog# d128210, lot# 17211084l. Lasso catheter: catalog# d134302, lot# 15873490l. Soundstar catheter: catalog# 10439236, lot# OEM. Decapolar catheter x 2: catalog# d135303, lot# 16108215m, ( same cat# and lot # for both). (B)(4).

Event description:
It was reported that a patient, female, underwent an afib: atrial fibrillation procedure with a smart touch bidirectional catheter, suffered cardiac tamponade which required a pericardiocentesis and 900 cc of fluid was removed. At the beginning of the procedure a small pericardial effusion was noticed however the case was proceed and there was no change on size of effusion during the procedure. At the end of the case, it was noticed that the effusion appeared to be enlarged. Therefore, the patient required medical intervention and prolonged hospitalization. The physician was not sure regarding the cause of this adverse event. A transseptal puncture was performed and the customer used st. Jude agilis sheath for this case. The generator parameters were: 20w, 20 sec for posterior and 25w for 30 sec in anterior. The flow rate was 15cc/min. The patient was reported to be in stable condition. No anomalies were found on the catheter during the procedure.